Manufacturer narrative:
(B)(4) concomitant medical device: biomet microfixation ribfix blu system 12-hole prebent plate catalog #: 76-2602 lot #: ni; biomet microfixation ribfix blu system screw, self-drilling, cancellous x-drive locking 2.4 x 12 mm catalog #: 76-2412 lot #: ni; biomet microfixation ribfix blu system screw, self-drilling, cancellous x-drive locking 2.4 x 10 mm catalog #: 76-2410 lot #: ni. Therapy date: (B)(6) 2017. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital did not release it. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00077 through 0001032347-2018-00080.

Event description:
It was reported a revision was performed due to plate breakage and screw migration. Medical records including operative reports were provided. A radiograph performed four days after the patient was discharged identified a new plate fracture in the fourth rib. A revision was performed to remove the plates c4-c5 (left) and re-stabilization of c5 with stracos system. There was a free lying screw which was easily found and removed. The patient survived the intraoperative procedure without complications. No additional patient consequences were reported. It was reported that multiple screws were used during the original procedure. Based on the information available at this time, the screws that were explanted could not be determined by the operative report; therefore, all screws are being reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. This complaint was opened as this was the third of three revisions reported for this patient, this being as a result of plate fracture and screw dislocation. The patient was originally fixated with ribfix implants due to an unstable thorax from a series of rib fractures in ribs 4-8 (r4-r8; left). This evaluation addresses the third of three revisions. The physician stated in his diagnosis that the patient had chronic obstructive pulmonary disease (copd), nicotine use, and a inguinal hernia(right). In a post-operative follow-up, the physician reported the patient had persistent cough symptoms and productive cough and was recommend to intensification of respiratory therapy and possibly the use of an inhalation device (pari boy). This first revision was due to a dislocation of the plate on rib r7 with hematoma (left). The surgeon revised the thoracic wall hematoma and re-fixated the rib with a plate. The patient had a second revision due to plate fracture and plate/screw dislocation on ribs r6-8. The surgeon removed plates/screws from ribs r6-8 and replaced them with stracos implants for fixation. Based on the information provided, it is unclear which or how many screws were loose and/or removed. The physician reports also mentions "under intensive respiratory therapy and physiotherapeutic instruction took place on ascending mobilization" and also further instruction for postoperative care. During a follow-up with radiology, the patient was found to have a fractured plate on rib r5 with a dehiscence of 2-3mm. The patient had a third revision due to plate fracture on ribs r5-r8, and plate/screw dislocation on ribs r6-r8. The surgeon re-stabilized the thoracic wall with stracos implants. The surgeon removed plates/screws from ribs r4-5 and re-stabilized r5 with stracos implants. A review was performed of the provided images. In regards to post-operative chest x-rays from (B)(6) 2017 ribfix blu plates implanted left side ribs 4-8 (r4-8), lateral screws r5 may not be fully seated and locked. Posterior placement of plates on r5-6 offset superiorly compared to center of ribs. In regards to post-operative chest x-rays from (B)(6) 2017 r4 plate is not fully approximated to rib in center of plate. In regards to post-operative chest x-rays the revision on (B)(6) 2018 r7 ribfix plate replaced with synthes matrixrib plate. In regards to post-operative chest x-rays from (B)(6) 2017 r7 synthes plate lateral screws backing out. R8 ribfix plate fractured. In regards to post-operative chest x-rays from (B)(6) 2017 r7 synthes plate screws progressively backing out at lateral end. R8 ribfix plate fractured. In regards to post-operative chest x-rays from (B)(6) 2017 r7 synthes plate screws completely backed out and free in body at lateral end. R6 and r8 ribfix plates are fractured. In regards to post-operative chest x-rays from the revision on (B)(6) 2017 r6 and r8 ribfix plates removed. R7 synthes plate removed. Stracos clips implanted on r6-8. In regards to post-operative chest x-rays from the revision on (B)(6) 2017 r7 stracos clip fractured. In regards to post-operative chest x-rays from the revision on (B)(6) 2017 r5 ribfix plate fractured. R7 stracos clip fractured. There are no indications of manufacturing defects. Device history records (DHR's) were reviewed for the lots sold to the facility and no discrepancies were found. The physician reports that were provided indicated that the patient had chronic obstructive pulmonary disease (copd), a history of nicotine use, and an inguinal hernia. It also indicated persistent cough symptoms, productive cough, and respiratory therapy. Investigation results concluded that the reported event was due to patient condition. A review of the post-operative x-rays also suggests that placement and inadequate seating and locking of the screws at initial implantation may have contributed to the loosening/plate fracture as well. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032447-2018-00077-2, 0001032447-2018-00079-2, and 0001032447-2018-00080-2.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The CT scans were received and evaluated. The post-op scan dated (B)(6) 2017 identified the r7 stracos clip fractured. The post-op scan dated (B)(6) 2017 identified the r5 ribfix plate fractured. R7 stracos clip fractured. The post-op scan dated (B)(6) 2017 identified the r4-5 ribfix plates removed. R5 stracos clip implanted. R7 stracos clip fractured. The post-op scan dated (B)(6) 2017 identified the r5-7 stracos clips fractured. R7 stracos clip endured a second fracture. The post-op scan dated (B)(6) 2017 identified the r5-8 stracos clips are fractured. R7 stracos clip has two fractures. Multiple MDR reports were filed for this event, please see associated reports: 0001032447-2018-00077-1, 0001032447-2018-00079-1, and 0001032447-2018-00080-1.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The explanted devices were visually evaluated by the development associate director with a 10x loop at the hospital in (B)(6). He did not see any visual defects in the plates that would lead to premature part failure. The hospital does not have approval from the patient to return the plates for further analysis. Multiple MDR reports were filed for this event, please see associated reports: 0001032447-2018-00077-3, 0001032447-2018-00079-3, and 0001032447-2018-00080-3.